Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 57 mg/dl and high blood glucose level was 431 mg/dl. The customer reported other blood glucose level were 58 mg/dl, 220 mg/dl, 211 mg/dl and 295 mg/dl. Customer reported that they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer had not eaten since lunch. The insulin pump will not be returned for analysis.